Event description:
The solution has been coming out the top of the patient line during priming. The home patient has two bags on the heater and one on a table. The patient line is in the holder. No patient injury or medical intervention was associated with this report per the home patient.